Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor failed a pulse test. The cause of the failed pulse test was fractured solder connections at the high-voltage capacitor(s) c19 and c21. The cause of the fractured solder connection cannot be positively determined but is likely severe mechanical shock from physical impact. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on 11/16/2012 and is currently under review. No adverse event occurred due to the defective monitor. The last pt to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4), the monitor failed a pulse test. The last pt to use this monitor did not report any deficiencies.